Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular (rv) lead had noise which triggered the rv lead integrity alert. It was further reported that the patient complained of 'sharp jabs' in the patient's lower chest for the week prior to the patient's follow up visit. The rv lead was explanted and replaced. The right atrial (ra) lead was also returned to the manufacturer after being explanted and not replaced based on medical judgment. The ra lead was analyzed and tested out of specification. It was further reported that during the manipulation of the other leads, the left ventricular (lv) lead dislodged. The lead was explanted and replaced. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead had not dislodged, but had been damaged during the removal the rv lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, lead, implanted: (B)(6) 2010; 5076, lead, implanted: (B)(6) 2010. (B)(4).